Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus was not working and was unable to be calibrated. It was also indicated that the link electronic module (lem) printed circuit board (pcb) failed incoming testing, and that the left keyboard hinge was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.